Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported for right side "rupture", "pain", "heterogeneous fluid between fibrous capsule and the elastomeric capsule". Device remains implanted.